Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 350 mg/dl at the time of the incident and the current blood glucose level was 420 mg/dl. The customer stated that she experienced nausea. It was reported that the meter readings on the insulin pump were high. While on the call the customer stated that her battery was beeping and they needed to change the battery. The customer also stated that's they got a pump error as the battery was dead for more than ten minutes. The customer got a pump error after the battery was changed. The customer also reported that the insulin pump was not been in use within 48 hours of reported high blood glucose event. It was reported that the customer could not be assisted with troubleshooting for the high blood glucose since they were off the insulin pump for five days. The customer also reported that they had a couple of bent cannula's. I the customer declined for troubleshooting for the power loss because the insulin pump was currently on. The device will not be returned for analysis.